Manufacturer narrative:
It was reported that the disposable device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An angiodynamics distribution manager reported an issue with a bioflo dialysiscatheter. During a procedure, the catheter was leaking, reportedly from under the luer neck. Dialysis was immediately stopped. This resulted in blood loss and air aspiration. The catheter was repaired and the leur neck was replaced. The procedure was then resumed. There was no report of adverse event or patient harm by the end user. It was indicated that the reported device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Returned for evaluation was one {1} bioflo dialysis luer. As received, the customer only returned the luer with a small portion of the extension tubing attached to the hub for evaluation. A hole was noted where the extension tube enters the luer. The customer's complaint description of leak in the extension leg tubing near the luer hub is confirmed. A fracture in the extension leg tubing was observed where it is inserted molded with the luer hub. Extension leg tubing dimensions were able to be measured and confirmed to meet ID/od specifications. There were no manufacturing non-conformances observed during review of the returned luer/tubing. The root cause of the extension leg tubing fracture could not be definitively determined, however, a potential root cause for this failure mode is over torquing of the hub to extension tubing junction during cleaning/use of the device. This is supported by the fact that device was implanted on 30-apr-2018 and was in use for more than 31 months prior to the tubing fracture. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).